Event description:
The pt's vendor reported that the down button of the pt's infusion device no longer functions and the pt often experiences air bubbles in the system and elevated blood glucose. The pt experienced elevated blood glucose in 2009, and the pt changed the infusion set and bolused 9 units of insulin. The pt's blood glucose became as high as 355 mg/dl. The pt's normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united stated. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.